Event description:
Additional information received from the consumer reported that patient needed help turning stimulation off. She was feeling pain in her vagina. It was noted that she could not hold her urine in the morning and it spilled out of her. There was no fall or trauma could be related to the issue. She was feeling stim on the day of this call. It was indicated that she had stim on at 6v. Patient turned stimulation off and the vaginal pain went away. Patient would like to try using stim at lower level. Patient services tried assist patient in reducing stimulation before turning it back on. Patient then saw the replace patient programmer (pp) batteries screen. Patient did not have aa batteries and was going to purchase more.

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. She went to the health care professional (hcp) because she had painful stimulation in her vagina. When she went to the hcp, they turned stimulation down, which relieved this pain, but the patient was still having symptoms. This pain in the vagina started about a month ago ((B)(6) of 2015). Also, the urine was still coming down and this had been happening since her hcp appointment on (B)(6) 2016. There were no fall/trauma.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient was implanted on (B)(6) 2015 and had a loss or change of therapy. The patient was not feeling stimulation since (B)(6) 2015 and their symptoms had gotten worse on (B)(6) 2015. The patient was sore from the surgery. The patient was set at 2.5v on program 2 and the implantable neurostimulator (ins) was on. The patient increased stimulation and then tried again and got the poor communication screen. The patient tried adjusting the programmer antenna and still got poor communication screen. The patient still had a bandage on the incision. On (B)(6) 2015, the patient still had not had therapeutic benefit since implant. The patient felt stimulation and the therapy was on. The patient called their health care provider (hcp) and was told to call the manufacturer back to have someone walk them through increasing stimulation. The patient did not feel stimulation and the therapy was off on (B)(6) 2015. The patient turned the therapy on and stimulation was on with the lightning bolt in the upper left hand corner set at 3.4v on program 2. The patient tried to increase stimulation, but was not able to and had the screen instructing them to turn stimulation on. The patient turned stimulation on and was able to see the lightning bolt and stimulation was way too strong and was very uncomfortable. The hcp instructed the patient to increase stimulation to see if that would help in controlling their symptoms. The patient decreased to 2.9v and this was comfortable sitting, standing, and walking. The patient felt stimulation in the correct area. The patient had painful and uncomfortable stimulation on (B)(6) 2015. The patient was seen by their hcp on (B)(6) 2015 and stimulation was increased and it was turned up too high. The patient had sudden stinging in the vaginal area. The issue was not related to positional movements. The hcp told the patient to increase stimulation every day. Decreasing stimulation eliminated the uncomfortable sensation. The patient was not feeling stimulation on (B)(6) 2015 and wanted to make sure the implant was on. The patient was not getting relief from the therapy since (B)(6) 2015. The patient adjusted stimulation from 3.3v to 4.0v on program 2 and therapy was on and the patient felt stimulation. The cause of the poor communication, lack of therapy, and lack of stimulation was determined to be poor understanding by the patient. The poor communication, lack of therapy, and lack of stimulation had been resolved. The indication for use for this patient was gastrointestinal/pelvic floor.